Event description:
Hospital¿s central processing department brought the expedium derotation threaded reduction post to the sales consultant, reporting that the latching spring had separated from the instrument. The condition was first noted in central processing. However, it is not known when or how the separation occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
A visual inspection was performed on the returned products and revealed that the latching spring had separated from the internal groove of the threaded post body. The round spring coil was plastically deformed in 3 areas. No other visual anomalies were noted during the device evaluation. Review of complaints found no significant trends. Although the root cause cannot be positively determined, it is likely that the latching spring became unknowingly over-stretched thus not allowing the spring to seat properly inside of the threaded post body, resulting in separation. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
Hospital's central processing department brought the expedium derotation threaded reduction post to the sales consultant, reporting that the latching spring had separated from the instrument. The condition was first noted in central processing. However, it is not known when or how the separation occurred.